Manufacturer narrative:
Visual and functional analysis was performed on the return device. The reported suture malposition was not confirmed due to components were not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, and return device analysis, the reported suture malposition appears to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using a prostyle device with a large-bore sheath after an ablation procedure. Femoral imaging was not performed. Reportedly, the plunger was pulled back too slowly; after deployment, the suture remained in the o-ring, and the suture with a formed knot and loop came out with the device. Manual compression was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.